Manufacturer narrative:
(B)(4). Device evaluated by MFR returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at 60.5 cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was advanced to dilate the lesion. However, upon inserting the device into the guide catheter, the shaft broke at 40 cm from the hub. The device was still inside the guide catheter when the shaft broke and it has not exited the guide catheter yet. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.